Event description:
A report was received that alleges that the tracheostomy tube was leaking during use. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one sample was received for evaluation. The returned sample was given leak testing by inflating the cuff with air and immersing the inflated cuff in water. The cuff inflated without any issues and no leaks were observed. The device was found to be within specification.